Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a doctor regarding a (B)(6) male patient who was receiving bupivacaine 5mg/ml at 2.08 mg/day and morphine 40mg/ml at 16.66 mg/day via an implantable pump for non-malignant pain and chronic low back pain. The patient¿s medical history included migraine headaches, chronic sinusitis, gastroesophageal reflux (gerd), depression, back surgery in 1990 and 2004 and septum surgery in 1992. The patient¿s concomitant medications included ambien, clonazepam, and prevacid. On (B)(6) 2015, the night of a refill, the patient woke up at midnight with a headache and nausea. The next day, the patient noticed erythema, drainage and pus from the medial aspect of his scar and seepage from the needle insertion site. He also experienced pain. On (B)(6) 2015, the patient heard the non-critical alarm coming from the pump. They had heard it for 5 hours, rather frequently, but had not heard the alarm since about 5am that day. The patient then presented to the doctor¿s office that day for reevaluation. The patient denied fever, chills, drenching sweats, and malaise. He was experiencing his usual light sensitivity (photophobia) that was associated with those typical headaches. The patient admitted that his television (tv) was on all night and he may have misinterpreted the perceived alarm sounds. The pump was interrogated and the logs did not report an alarm. The patient did not experience any signs or symptoms of withdrawal. The doctor thought it was likely post traumatic skin abrasion at the medial extent of the pump which had clinically improved. It was unlikely to be symptoms of a pump malfunction or associated infection. The patient was to keep the abrasion clean and continue to treat with topical antibiotic. The patient called the doctor¿s office at 15:45 the night and reported that the symptoms had nearly resolved. As of (B)(6) 2015, the symptoms had completely resolved. If additional information becomes available, a follow-up report will be submitted.